Manufacturer narrative:
The surgeon planned to excise the scar tissue and heterotopic bone bilaterally, advance the patient's mandible forward, and place revision mandibular components. At the time of surgery, the surgeon debrided the heterotopic bone and removed the scar tissue but was unable to advance the patient's mandible forward due to the patient's severe fibrosis. The surgeon could not place the revision tmj mandibular devices and elected to re-implant the previous components.

Event description:
The surgeon was unable to place these revisions tmj mandibular devices due to the patient's severe fibrosis and scarring of the soft tissue envelope around bilateral tmj implants.